Event description:
Our affiliate is reporting to us that a patient underwent a successful arthroscopic knee procedure on (B)(6) 2012. During a post-operative examine, x-rays showed that there was some foreign matter in the joint space, which turned out to be a fragment of a "guide wire" used in the repair; for whatever reason, the damaged instrument was not noticed at the time of use. On (B)(6) 2012; the patient underwent an arthroscopic re-surgery at which point the fragment was removed from the body.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received the complaint device and evaluated it visually; both with the naked eye and under power. It is noted that the device fragment appears to be the distal portion of a guide wire; it is approximately 2.625" or 6.67 cm in length, it slightly misshapen and bent, the broken end appears stressed and not clean or smooth. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot tell anything from this, we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.